Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with this work order were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, the device was verified and it was found a void on valve side out of specification assessed as a potential workmanship, which is not related to the reported complaint. Therefore, no additional actions are deemed required at this time. The issue with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Health professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22/jul/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified: one curved opening in anterior side, flat creases on implant, wear abrasion and yellow particles in inner surface. A leak test was performed which identified one opening on the device. Microscopic analysis was performed which identified: one extended opening in plug strap bond edge which displayed a sharp edge opening, which was assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness was within specification. In addition, an air pocket within the valve to shell bond area was identified which is characterized as a workmanship event. A fill inspection was performed and identified no blockage in valve. Based on the device analysis the final assessment is: one unidentified tear opening and workmanship (void on valve side which is out specification), however it is not related to reported event. Device analysis has concluded and a further investigation has been initiated. A supplemental medwatch will be submitted to provide the results of that investigation. Device labeling: adverse events potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Health professional reported a left side deflation. Device has been explanted.